Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead exhibited high and undefined impedance. It was also reported that the right ventricular (rv) lead exhibited an alert for out of range (oor) impedance. Both the ra and rv remain in use. No patient complications have been reported as a result of this event.